Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly and motor. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump received a button error alarm and the buttons are not responding. Customer that he was out in a rain storm but is was covered with plastic and did not feel wet to the touch. Blood glucose 250 mg/dl. Nothing further reported.